Event description:
Some terrible reaction burns all over her shoulder, neck and things like that [thermal burn]. Had redness, blisters and some black areas [blister]. Had redness, blisters and some black areas [skin discolouration]. Case description: this is a spontaneous report from a contactable consumer reporting on behalf of her mother. This (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated her mother had some terrible reaction burns all over her shoulder, neck and things like that because of the thermacare heatwrap. She mentioned her mother had redness, blisters and some black areas. It seemed to her that it was getting worse. Action taken with the suspect product was unknown. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, blister, and skin discoloration as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.